Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) non-dehp y-type microbore catheter extension sets did not allow fluids to freely flow into the patient's vein. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and blockage testing was performed, and no leaks were noted; however, a blockage was found in both units. One unit was blocked between the tubing to the female luer lock, and the other unit was blocked between the tubing to the small bore assembly. The reported condition was verified. The cause was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.